Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that engaging the wrench in the header of the cardiac resynchronization therapy defibrillator (crt-d), prior to tightening the set screw, required multiple attempts during an implant procedure. The crt-d was successfully implanted and remains in use. No patient complications have been reported as a result of this event.